Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The blood glucose reading was 253 mg/dl. The battery cap contacts were not missing or corroded and the battery compartment and spring not corroded or damaged. The insulin pump had not been dropped, bumped or exposed to moisture and showed no signs of physical damage. The customer declined to troubleshoot for high blood glucose. The customer did not have a new battery to try at the time of the call and was advised to change the battery as soon as possible and to revert to a back up plan per a health care professional's instruction if the display did not return. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No blank display anomaly noted during test.